Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeling. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing found that the dso sensor flex was not properly latched into the connector on the printed wire assembly (pwa). The dso seal was replaced, and the sensor was attached into the connector.

Event description:
Device evaluation revealed a peeling downstream occlusion (dso) seal and disconnected dso sensor. There was no patient involvement.